Event description:
On 10/29/99, patient underwent an open reduction internal fixation procedure of a left angle fracture. On 12/8/99, the plate broke, requiring revision surgery to replace the broken plate.